Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the failed cubies were not detected on bus. A field service engineer confirmed that the customer rebooted the station recovered drawer to resolve the issue. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the system was failed to recover storage space. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.